Manufacturer narrative:
Investigation on going.

Event description:
The user facility in austria reported a phaco-needle broke into two parts during surgery. The duration of procedure was prolonged about 30 seconds.

Manufacturer narrative:
One phaco needle tip with blue-ish colored threads was returned in a plastic specimen cup. One aqua-green colored irrigation sleeve was also returned. The original packaging was not received. The part and the lot numbers cannot be verified or determined. Visual inspection found the needle dirty with particulates and dried solutions visible all over. The needle is in two pieces. The shaft of the needle is broken off near the tip of the hub. The needle appears to be used. There is marring, gouges, scratches, and material is missing on the hub, as well the flats of the needle. Microscopic examination was performed and found one side of the broken area has a bent appearance and the inner diameter of the cannula''s shape is more oval, but should be round. Additionally, the broken area of the cannula has jagged edges. Based on the microscopic examination, the cannula has an uneven wall thickness; one side is thinner. The tip of the cannula also has dings and dents on the edges. The observed condition of the needle indicated mechanical damage amounting to abuse. Therefore, the root cause of the reported issue in unknown/inconclusive. This needle will be sent to the vendor for further evaluation.

Manufacturer narrative:
A review of the device history records of the specimen device does not present any indication of a manufacturing defect or anomaly that could have impacted the event as reported. During manufacturing and packaging of this product, the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested and was determined to be acceptable. The returned specimen presented a bending overload fracture located 1.25 to 1.30cm from the distal tip. The specimen also presented tool marks on the wrench flats, on the fluted shaft and witness impressions on the distal tip. Evaluation of the specimen device did not present any indication of a manufacturing defect. Our investigation was unable to confirm that the product did not meet specification prior to shipment. The investigation concluded that the product met specification at the time of shipment. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided and the evidence presented, it appeared that handling factors contributed to the event as reported.

Manufacturer narrative:
Additional information was received; the needle broke inside the patient''s eye. The device history record was reviewed and found to be acceptable. No corrective action is necessary.

Manufacturer narrative:
Correction: section h5: labeled for single use? No. Section h8: usage of device: deselected (the number of uses were not reported).